Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review are not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the replaced the circulation pump and was getting 0 flow on arctic sun device. They walked through a functional test and flow seemed fine. Biomed was unable to describe what the differences were between our test and the test they had run previously. It was noted that the flow was 1.8, circulation pump command was 47%.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the replaced the circulation pump and was getting 0 flow on arctic sun device. They walked through a functional test and flow seemed fine. Nurse was unable to describe what the differences were between our test and the test they had run previously. It was noted that the flow was 1.8, circulation pump command was 47%.